Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/27/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find any evidence of short battery life. The returned battery cap was unable to tighten properly on to the pump but was able to maintain contact and allow the pump to power up with auditory and vibratory features. No tactile issues were observed with the buttons. A rewind/load/prime sequence was executed without incidences. The electrical current draws were within specifications. Pump casing was opened and no anomalies were found inside the pump. The reported short battery life issue was not verified in the black box or duplicated in the investigation. Related to the reported power issue, the threads on the battery cap were damaged and the battery compartment was found to have cracked in the threads area and below the grip pad. Unrelated to the reported power issue, the display was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the patient received multiple low battery warnings. The patient reported that the battery compartment was cracked with no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.